Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review was requested for this single chamber implantable cardioverter defibrillator (ICD), which had delivered anti-tachycardia pacing (atp) and shocks for a possible atrial- or sinus-driven rhythm. The delivered therapy did not convert the rhythm. This ICD system remains in service. No additional adverse patient effects were reported. It was noted that the patient was in emergency room (ER) resuscitation room 1.